Manufacturer narrative:
The manufacturer received information alleging motor stopped working. A ds2adv auto CPAP device was returned to the third-party service center for evaluation. During the evaluation of the device, the service technician noticed that the pca was burnt. At this time of review the device was returned to manufacturer product investigation laboratory for further investigation. During the device evaluation the service technician observed and confirmed that the device powers on; however, during an attempt to initiate therapy, the device rebooted and a burning odor was detected. Review of the error logs revealed multiple fault conditions, including one instance of e-400 (err_message_crc_failed), categorized as a continue error. Additionally, there were e-15 (err_cycle_handler_overrun), e-203 (err_rtos_no_message_available), and e-30 (err_motor_spinup_flux_high), all classified as reboot errors. Notably, five or more of these errors occurred within a 24-hour period, causing them to escalate to stop errors, which likely contributed to the observed device shutdown behavior and inability to sustain therapy. Also, pil observed multiple forms of contamination and damage throughout the device. A dust-like contaminant was present on several components, including the ui display bezel, top and center enclosures, iso port, inlet/outlet seal, blower assembly (including the inlet, seal, and box), heater plate, and bottom enclosure. Additionally, dried liquid spots with suspected mineral deposits were found on the top enclosure, center enclosure, iso port, pca, blower components, and bottom enclosure, indicating possible prior liquid exposure. Hair-like particles were also identified on the blower and bottom enclosure. Evidence of thermal damage was noted, including apparent burn marks on the ui display bezel and ui ribbon cable, likely associated with overheating of the pca. The ui display bezel further exhibited small cracks around the therapy button. Examination of the pca revealed that the q3 component had sustained thermal damage along with signs of corrosion, both consistent with liquid ingress. While pil successfully confirmed the complaint, the specific symptoms reported could not be reproduced or addressed during the evaluation. Box h has been updated. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A ds2adv auto CPAP device was returned to the third-party service center for evaluation. There was an initial allegation of motor stopped working. During the evaluation of the device, the service technician noticed that the pca was burnt. The device has not yet been returned to the manufacturer for evaluation. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.